Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incidents. The root cause of the clips spitting was likely due to the manner in which the clip was loaded. If the jaws are obstructed by a structure preventing the jaw from functioning properly, the clip may feed under the jaw and spit out sideways. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "the scrub nurse prepared the instruments for the procedure. In this procedure they preloaded the clip and it performed well. The surgeon, dr (B)(6), closed the ductus cysticus with 3 clips. Next, he wanted to close the arteria cystica, but the clip popped lateral out of the branches but the clip was not closed. T was the fifth clip of the clip applier. They tried it again and the clip applier performed correctly." Patient status - "ok".